Manufacturer narrative:
G4: 10mar2020 b4:(B)(6)2020. The touchscreen assembly was returned for failure analysis. A visual inspection revealed no signs of damage or scratching or damage. During testing, it was determined that resistance drift in the screen was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/20/2020.

Event description:
It was reported that the unit's touchscreen response was poor. There was no patient involvement. The customer was issued a credit.